Event description:
A user facility reported that an xlung kit 230 had multiple air bubbles on the arterial outlet without detecting air bubbles at the venous inlet. It was reported that a #112 alarm (air bubbles detected ¿ zero flow activated) occurred at the time of the failure. The air bubbles were noticed about two hours after the treatment started. There were no visible defects noted anywhere on the xlung kit. There was no leaking, and no issues occurred during the priming phase. All connections were confirmed to be secure. Following the alarm and the visible air bubbles, no further troubleshooting steps were taken and the kit was exchanged. There was blood loss of about 670 ml due to the change of the kit, however, no medical intervention was required. The sample was returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint sample was returned to the manufacturer for evaluation. During examination of the sample, no defect was found. Air bubbles were noted in the bottom part of the oxygenator after it was filled with water. However, the residual air was mobilized when the speed was increased to 7000 rpm. Air accumulated at the vent port and was able to be removed. The blood flow was set to 3.5 l/min (4100 rpm), and the gas flow was connected and set to 2 l/min. No air entry was noticed during functional testing, and no air bubbles were noticed at the arterial side of the oxygenator. It is assumed that some residual air may have remained in the gas exchanger during the priming phase and was mobilized at higher blood flow during therapy causing the reported air bubble alarms. Log data for the console was provided to the manufacturer for review. There were ¿air bubble¿ alarms (#210) as well as ¿technical failure flow measurement alarms (#211) during priming. These alarms continued into the treatment. In addition, an ¿air bubbles detected ¿ zero flow activated¿ (#112) alarm occurred. The detection of air was probably due to insufficient air removal during the priming phase. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Even small amounts of visible air within the oxygenator must be removed via the deairing port and deairing lines. No nonconformities were found during review of the manufacturing records. Upon completion of the evaluation, the reported problem could not be confirmed. During functional testing, the device performed as designed and no problem could be detected.

Event description:
A user facility reported that an xlung kit 230 had multiple air bubbles on the arterial outlet without detecting air bubbles at the venous inlet. It was reported that a #112 alarm (air bubbles detected ¿ zero flow activated) occurred at the time of the failure. The air bubbles were noticed about two hours after the treatment started. There were no visible defects noted anywhere on the xlung kit. There was no leaking, and no issues occurred during the priming phase. All connections were confirmed to be secure. Following the alarm and the visible air bubbles, no further troubleshooting steps were taken and the kit was exchanged. There was blood loss of about 670 ml due to the change of the kit, however, no medical intervention was required. The sample was returned for manufacturer evaluation.